Manufacturer narrative:
Findings; pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind,unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarm anomalies noted. No unexpected failed battery test noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test, unexpected restart, external ram crc and watchdog timeout. The customer's blood glucose level was unknown at the time of incident. The customer reported reoccurring alarms and errors. The customer did troubleshoot the issues and was unable to clear the failed battery alarm. The insulin pump will be returned for analysis.